Event description:
Procedure: hernia. According to the reporter: recently barbed self-anchoring knotless suturing devices are frequently used for peritoneal closure. The correct handling of such sutures is crucial to avoid potential complications. Despite of accurate management, bowel adherence and injuries or volvulus can occur. We present an unusual case of a postoperative small bowel obstruction owing to strained adhesions and ingrowth between a small bowel segment and a polyglyconate unidirectional self-anchoring barbed suture device. Http://www.ncbi.nlm.nih.gov/pubmed/?term=small+bowel+obstruction+after+tapp+repair+caused+by+a+self-anchoring+barbed+suture+device+for+peritoneal+closure%3a+case+report+and+review+of+the+literature.

Manufacturer narrative:
(B)(4).